Event description:
The customer stated that her blood glucose was tested using her elite meter and her doctor's meter (type unknown). The elite meter read 259 mg/dl while the doctor's meter read 75 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The meter and test strips are to be returned for evaluation. The customer went to a local pharmacy to obtain replacement products. She traded up to a breeze 2 meter system.